Manufacturer narrative:
The manufacturer only investigated the returned interface board.

Event description:
A ventilator's interface board was returned to the manufacturer's quality assurance laboratory for further evaluation. During the evaluation of the interface board, the root cause of the interface board failing was found to be an open trace to the nurse call (j2) caused by contamination.